Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein patient's entire system was explanted.

Manufacturer narrative:
Date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
It was reported that the patient had ineffective therapy with their scs system. As a result, surgical intervention may take place at a later date to address the issue.